Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Pending software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the surgeon has issues with the scope accuracy in relation to the depth. Using the scope probe, the surgeon will navigate to the dura, but when focused on the same point with the scope navigation, it shows the surgeon being below the dura. The surgeon continued to use the scope in the case and took into account the depth inaccuracy of the scope. This occurs with all navigation system with kinevo integration. The manufacturing representative has re-calibrated the scope in the past with no change to the depth inaccuracy. There was no delay in the procedure and no impact on patient outcome. (B)(6) 2020: it was reported that the amount of inaccuracy experienced was about 2.5mm to 3mm. It was suspected that the most likely cause is due to using mips merged with reference. It appears the inaccuracy could be due to a merge issue but still working on that. It was only off in depth and tech services suggested a drape interference also. Manufacturer representative still need to get on site and test the system and drape and look at the merge. (B)(6) 2020: additional information received. Per manufacturer representative, the kinevo reps went out to test the system. The system was tested and accurate on the demo model. The system will be tested with the drape, just to confirm that does not interfere.